Event description:
It was reported that there a homechoice machine failed to operate as intended (details not provided). No patient injury or medical intervention was reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown. The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and electrical testing was performed and the device was found to be noisy, verifying the reported problem. A short simulated therapy was successfully performed. The cause of the condition was determined to be a faulty pump. To correct the condition, the pump was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.